Event description:
The hcp reported that the pump was explanted after 26 months. The reason for the explant was not given. The explanted pump was replaced with another device. The pump was returned to the manufacturer for analysis. A follow-up report will be sent when additional information becomes available.

Event description:
The hcp reports the pt had been experiencing increased pain.